Event description:
A user facility reported to olympus during a procedure there was poor air/water supply while using gastrointestinal videoscope. The device was inspected prior to use and the unidentified procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of poor air/water supply was confirmed. Due to clogging of the nozzle, air and water supply volume does not meet the standard value. The water removal ability also did not meet the standard value due to the clogging in the nozzle. Based on the results of the investigation, the foreign material was unable to be specified and the root cause could not be identified. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: stretched angle wires, chipped adhesive on the bending section cover, cracked adhesive on the bending section cover, white-clouded area on the adhesive of the bending section, burn on the probe cover, and a scratch on the connecting tube. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.